Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra tube with soft-seal cuff leaked approximately three days after placement. Subsequently, a tracheostomy (trach) change out was required. No adverse patient effects were reported.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by being inflated with a syringe and subsequently submerged under water to detect for leaks. A leak was noted to be coming from the cuff of the sample. Both the cuff assembly operation and inflation line assembly operations were reviewed; no discrepencies were noted. The reported customer complaint has been confirmed. However, the problem source has been determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.